Manufacturer narrative:
Summary of event: as reported, during a transfemoral cerebral angiography procedure via access in the femoral artery, a micropuncture transitionless access set¿s wire unraveled. The access site was reportedly normal. After needle puncture, the physician attempted to insert the wire through the needle; however, ¿a little¿ resistance was felt during insertion of the wire, so the physician then attempted to remove the wire, at which point the wire became stuck and eventually ¿stretched¿. To avoid potential vessel damage caused by forceful removal, the user decided to leave the wire in place and transfer the patient to a larger hospital. The patient was transferred to the other hospital¿s emergency department and then had surgery to remove the wire. The patient has alleged unspecified mental and physical damages; however, according to the initial reporter, the patient did not experience any adverse effects due to this event. Additional information was received 31mar2025. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire guide. It is ¿uncertain¿ if the user attempted to remove the wire back through the access needle; however, the needle was reportedly not in place when the wire stretched upon attempted removal. It is reportedly unknown if or how much the wire was manipulated in the needle prior to needle removal. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided. Photos show the unraveled and separated wire, as well as a wire fragment in the patient, which was reportedly removed. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿when removing the mandril guide wire through the needle tip, damage may occur if the distal end of the spring coil is pulled or manipulated excessively.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of photos provided by the customer suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, a procedural and/or anatomical cause for this event cannot be definitively determined at this time; therefore, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although resistance was reported during insertion of the wire and the event description suggests that the user attempted to withdraw the wire through the needle when resistance was encountered, it is reportedly ¿uncertain¿ if the user attempted to remove the wire back through the access needle. Per the reporter, the needle was not in place when the wire stretched. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 31mar2025. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire guide. It is ¿uncertain¿ if the user attempted to remove the wire back through the access needle; however, the needle was reportedly not in place when the wire stretched upon attempted removal. It is reportedly unknown if or how much the wire was manipulated in the needle prior to needle removal.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k240589. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transfemoral cerebral angiography procedure via access in the femoral artery, a micropuncture transitionless access set¿s wire unraveled. The access site was reportedly normal. After needle puncture, the physician attempted to insert the wire through the needle; however, ¿a little¿ resistance was felt during insertion of the wire, so the physician then attempted to remove the wire, at which point the wire became stuck and eventually ¿stretched¿. To avoid potential vessel damage caused by forceful removal, the user decided to leave the wire in place and transfer the patient to a larger hospital. The patient was transferred to the other hospital¿s emergency department and then had surgery to remove the wire. The patient has alleged unspecified mental and physical damages; however, according to the initial reporter, the patient did not experience any adverse effects due to this event.